Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing. Subsequently, this electrode was explanted and a new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing. Subsequently, this electrode was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing. Subsequently, this electrode was explanted and a new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing. Subsequently, this electrode was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct the model # and catalog # fields d4.

Manufacturer narrative:
Corrected fields: model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. Manufacturing site field (g1) in section g, all manufacturers. MFR city field (g1) in section g, all manufacturers. MFR site state field (g1) in section g, all manufacturers. MFR MFR site zip/post code field (g1) in section g, all manufacturers. MFR site state field (g1) in section g, all manufacturers. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy due to t-wave oversensing. Subsequently, this electrode was explanted and a new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.